Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: clinical observation showed undersensing, dislodgement, loss of capture with no asystole. Patient was hospitalized, lead was revised on (B)(6) 2016. An event date, that occurs after the explant date, was provided and will not be included on this report. The revision date will be used as the event date instead.